Event description:
The biomedical engineer (bme) reported that their telemetry transmitter patients are not storing arrhythmia historical data in arrythmia recall on the central nurse's station (cns). They confirmed this is only happening on the telemetry transmitter units and not the bedside monitors. They are still able to view all the arrythmia and other historical data in the full disclosure section. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with events that are not alarming. Logs have been collected and are being investigated. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported their telemetry transmitters were not storing arrhythmia historical data in arrythmia recall at the central nurse's station (cns). They confirmed this was only happening on the telemetry transmitter units and not the bedside monitors (bsm). They were still able to view all the arrythmia and other historical data in the full disclosure section. Nihon kohden technical support (nk ts) informed them, this was a known issue that was being investigated. They were additionally having issues with events that were not alarming. The log files have been collected and are being investigated. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue is software deficiency. The org software version 05-01 was released to resolve the issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that their telemetry transmitter patients are not storing arrhythmia historical data in arrythmia recall on the central nurse's station (cns). They confirmed this is only happening on the telemetry transmitter units and not the bedside monitors. They are still able to view all the arrythmia and other historical data in the full disclosure section. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with events that are not alarming. Logs have been collected and are being investigated. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that their telemetry transmitter patients are not storing arrhythmia historical data in arrythmia recall on the central nurse's station (cns). They confirmed this is only happening on the telemetry transmitter units and not the bedside monitors. They are still able to view all the arrythmia and other historical data in the full disclosure section. Nihon kohden technical support (tech support) informed them, that is a known issue and we are looking into resolving that issue. In addition, they are also having issues with events that are not alarming. Logs have been collected and are being investigated. No patient harm was reported.